Manufacturer narrative:
The coil was not returned. The device positioning unit (dpu) passed electrical testing. The detachment fiber was found to have received heat and melted. Therefore; the root cause of why the coil could not be detached during the procedure cannot be determined. In addition without the return of the detachment control box (dcb); the connecting cable; and the detached coil used in the procedure; it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 2 of 3 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
All three micrusphere coils did not detach. The doctor used coils before and after with the same microcatheter with no issues. Each time; he placed the coil into the aneurysm and tried to detach but was unsuccessful.